Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board, mother board and interface board, also moisture damage was noted on keypad the traces during visual inspection. Unable to perform functional testing due to blank display. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported that he received a program safety alarm. Troubleshooting was performed. It was also stated that none of the buttons on the insulin pump were working. The customer's blood glucose was 250 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.